Manufacturer narrative:
Product no longer available for return.

Event description:
It was reported the patient received the following results within 15 minutes: 20 mg/dl (aviva meter) and 300 mgl/dl (professional meter). The patient had experienced hypoglycemia and needed paramedics. Paramedics tested the patient's blood sugar in the 20s mg/dl. The patient was given glucose and about 5 minutes later the blood glucose values were in the 300's mg/dl on the paramedic's meter. It is unknown if the reading in the 20s mg/dl was taken on the patient's meter or the paramedic's meter..